Event description:
It was reported that prior to a tka procedure, the camera would not power on after multiple reboots, power checks, troubleshooting, etc. The case had to be converted to manual. No patient injury was reported. During investigation it was confirmed that the camera was faulty.

Manufacturer narrative:
H10: the device was intended for use in treatment. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint (pn 500084 rev a) provides solution for the described camera error. This is an identified failure mode within the risk assessment. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. Based on the investigation the camera was the defective component. The camera was replaced and the system functioned as expected. The camera was sent back to the OEM for repair. The malfunction is most probably due to a component failure, supplier/raw material fault. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual instrumentation. Based on the information provided the modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.